Event description:
It was reported that during the right ventricular (rv) lead implant procedure, lead integrity tests of the tip mechanism was performed and no issues noted. After approximately 20 turns, the rv lead tip encountered great difficulty during extension. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix was fully extended. It was bent. No helix function tests possible. If information is provided in the future, a supplemental report will be issued.